Event description:
It was reported that when the pod was removed, the exterior of the pod was black. The pod battery reportedly leaked and there was black/grey liquid inside the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed. Corrosion was observed on multiple components. During investigation all three batteries were measured to be lower than expected and an external power supply was required to download data from the device. The download data contained no hazard alarms, timeouts, or drive stalls. A crack was found on the top housing. It could not be determined if fluid leaked into the pod through this crack and contributed to the observed corrosion. Inspection of the data and fluid path suggest the crack had no effect on the device's functionality. No evidence of toxins were observed during the investigation.